Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. Additional testing was suggested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibited elevated shock impedance measurements which have exceeded 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
The system was subsequently explanted and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating no further testing was performed and no x-ray was obtained. The physician will continue to monitor this patent via remote monitoring. This investigation will be updated should further information be provided.